Event description:
There was an allegation of questionable results for one patient sample using the cobas® eplex respiratory pathogen panel 2 (rp2 panel) on a eplex analyzer. The alleged sample initially generated positive results for the sars-cov-2, influenza a, and influenza a h3 targets. The sample was repeated and generated positive results for the influenza a and influenza a h3 targets. No questionable results were not reported out.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). A review of the eplex instrument data and qc release data for the affected lot confirmed that the instrument and consumables were working as intended. The investigation determined that the issue is consistent with nonspecific binding, resulting in background signal overcoming the limit of detection and generating 'detected' result for sars-cov-2.